Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed.analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during procedure the right ventricular (rv) lead had unacceptable thresholds in several locations. The lead was not used and replaced. No patient complications have been reported as a result of this event.